Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was scheduled for an ins battery replacement due to an elective replacement indicator (eri). When the rep checked the ins battery for programming and for impedance it was found that contact 2 on lead 1 and contact 15 on lead 2 were >10000, and all other contacts were within normal limits. The patient stated they fell approximately 2-3 weeks ago and that may have caused the issue but they weren't really sure. The ins battery was replaced and the patient was programmed without using either contact. The patient said the programming felt better than before the ins battery replacement. The patient denied all other complaints and it was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.